Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had presented to the emergency room complaining of shortness of breath (sob) and chest pain. It was concluded the patient was in ventricular tachycardia (vt). The device was interrogated and displayed a battery status of end of life (eol) along with a fault code being displayed. It was reported that during the patient's rapid ventricular tachycardia (vt) episode the device did not deliver therapy as needed. The device was explanted and successfully replaced with no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was explanted. A request for the device to be returned for laboratory analysis was sent. This investigation will be updated should further information be provided or the device is returned for analysis.